Event description:
The customer reported that during a routine check of the unit prior to use on a pt, the display screen was distorted. The pt was switched to another unit and therapy was initiated. No pt injury was reported.